Manufacturer narrative:
One medfusion 3500 syringe pump was returned for analysis in good condition with no appearance of damage. The device history log was reviewed and revealed that a check syringe plunger senor occurred. The unit was then power up and syringe plunger testing was performed; failing syringe plunger sensor testing as a check syringe plunger sensor was observed at power up. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface as there was incorrect assembly of the device.

Event description:
Information was received indicating that a smiths medical medfusion 3500 syringe pump was showing occlusion when there was no occlusion occurring. There was no patient involvement with no reported adverse effects.